Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes and sensing integrity counter (sic), as well as an alert for oversensing noise. It was also noted that the rv lead had high thresholds and bradycardia with loss of capture. The lead is suspected to be fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.